Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion sets were leaking at the headset and the self-adhesive of the infusion sets were wet with insulin. The caller alleged that this occurred with two infusion sets in the past 3-4 weeks. The patient experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.